Event description:
It was reported that a patient experienced low glucose during the night followed by high glucose in the morning while using the ilet bionic pancreas, with nocturnal lows treated with oral glucose tablets and morning highs occurring despite announcing at first bite and exercising in the morning. Symptoms included low glucose episodes. Outcomes included user counseling on hypoglycemia treatment and troubleshooting education. Investigation included a review of usage patterns and target settings with education on hypoglycemia management. Investigation of this case revealed no clear device malfunction and suggested that nocturnal hypoglycemia and target settings could contribute to subsequent morning hyperglycemia, though the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.